Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section e1: telephone number:(B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by a surgeon that during the implantation of a monofocal intraocular lens (iol) the haptic kinked after the lens was injected into the eye resulting in the lens not being centered, leading to an explant. No further information is available.